Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a dissection occurred. A 3.00 x 24mm synergy? Xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion, and a dissection was observed. No further patient complications were reported.

Event description:
It was reported that a dissection occurred. A 3.00 x 24mm synergy? Xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion, and a dissection was observed. No further patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr). This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: his investigation is assigned a most probable investigation conclusion code of cause not established. This code was selected as the most probable complaint cause based on the information available. It was reported that the device failed to cross the lesion, and a dissection was observed. No further patient complications were reported. The device was not returned to the cis for testing and analysis. Due to the nature of the complaint, it would not have been possible to test the device, under laboratory conditions, for the device's ability to track through patient anatomy. Therefore, the complaint event cannot be confirmed. Dissection is listed within the instructions for use (IFU) as a potential risk associated with the procedure and use of the synergy device. Based on the medical review task conducted for this complaint, the reported clinical event is anticipated per the IFU. As per information currently available, the reported serious injury/illness/impairment is considered to be a clinical consequence of the vessel dissection that occurred during the procedure.